Event description:
In late 2008, the pt's wife reported that for the past 3 hours the pt's blood glucose monitor has measured his blood glucose as "hi" and he is lethargic and thirsty. She stated that yesterday the pt's blood glucose was in the 300 mg/dl range, this morning when he woke up it measured 275 mg/dl, and at lunch it measured 411 mg/dl. The pt changed his insulin cartridge, infusion site, and tubing but his blood glucose did not decrease. He has lung cancer and is in a great deal of pain and is taking pain medication. The wife was advised to contact the pt's physician. She stated that the office is closed and she was advised to take the pt to the hospital. Troubleshooting did not reveal any product issues. Upon follow up five days later, the pt's wife stated that the pt was currently in the hospital due to pain and his blood glucose was still elevated at 484 mg/dl. He is connected to the insulin device and the wife stated "that's why they stated that pain could cause it (blood glucose) to go high." No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.